Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus was informed of the following literature: "the application of transbronchial cryobiopsy in interstitial lung disease: a prospective, multicenter, real-world study" by xiaobo chen, et al. This prospective, multicenter, real-world study was conducted to analyze the unclarified data of patients with interstitial lung disease (ild) who underwent transbronchial cryobiopsy (tbcb) in 20 hospitals in china. A total of 373 patients were enrolled in and analyzed for the results of the pathological and multidisciplinary discussion (mdd) diagnosis and complications related to tbcb. In conclusion, the study suggested that the application of tbcb in ild is generally safe, and its diagnostic efficiency is acceptable. A 1.9-mm cryoprobe was used to collect five samples would achieve a better positive diagnostic rate for tbcb in ild without a significant increase in complication risk. The physicians used both bf-260 or it260 in the procedures. The authors did not specify which endoscope was used on the specific patients and therefore, the following adverse events will be reported. Moderate bleeding which was stopped by with local injection of frozen saline, epinephrine, the balloon occlusion, or intravenous hemostatic drugs, (n=215) pneumothorax: 17 patients required closed chest drainage, while the other 2 were treated conservatively. All pneumothorax patients recovered within a week - (n=19). This article includes 10 reports: (B)(6) for bf-260, sn (B)(4), (B)(6) for bf-1t260, sn (B)(4), (B)(6): sn (B)(4), (B)(6): sn (B)(4), (B)(6): sn (B)(4), (B)(6): sn (B)(4), (B)(6): sn (B)(4), (B)(6): sn (B)(4), (B)(6): sn (B)(4), (B)(6): sn (B)(4). This is report 4 of 10 for (B)(6): sn (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.